Event description:
Sales consultant reported that the customer was having issues with pca dose request cords failing. The customer stated the dose request cords are less than a year old and that the light on the button is on, but when the patient presses the button, no medication is administered. The customer stated that there are no known adverse events and that no additional patient or event information is available.

Manufacturer narrative:
(B)(4). The customer's report of a malfunctioning pca dose request cord could not be confirmed due to the product was not returned for failure investigation and no product return is expected. The root cause of the customer's experience was not identified.